Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor smooth round moderate plus profile 475cc saline catalog #3502475 lot #6500132 sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor smooth round moderate plus profile 475cc saline breast prostheses. Right breast prosthesis deflation was determined. As a result, the patient underwent removal on (B)(6) 2018.